Event description:
It was reported that the user suspected an insulin leak after exceeding 40 units on a pre-filled pumpcart and noting an insulin odor, though no visible leakage or tactile moisture was detected and the cartridge was found completely full upon removal. The agent guided the user through troubleshooting steps, including confirming no need to replace the infusion set, rewinding the pump, removing the full cartridge, and performing a complete supply change with new supplies; the user initially reported the new cartridge felt stuck but was able to attach the connector and resume insulin delivery. Symptoms included the perception of insulin odor only. Outcomes included successful restoration of insulin delivery without alerts, alarms, or clinical impact. Investigation included remote troubleshooting and education with verification of proper rewind and reinstallation steps. Investigation of this case revealed no confirmed leak, no device alarms, and correct function after supply change, suggesting a possible transient supply-set handling issue without reproducible malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the absence of objective evidence of leakage and normal operation after reinstallation.